Event description:
Per the clinic, the patient developed chronic swelling, skin infection and incomplete wound healing around the surgical incision area. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.